Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's plastic distal end cover was burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. Is the reported risk/harm listed in the IFU? The event 4 is detectable and preventable by handling device in accordance with the following IFU. Gif-h290t operation manual:chapter 3 preparation and inspection:3.3 inspection of the endoscope. Gif-h290t operation manual:chapter 4 operation:4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.